Manufacturer narrative:
The device remains in service. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that this recently implanted device detected high shock impedance measurements greater than 125 ohms on the right ventricular lead. With the previous device, these measurements were also noted. The physician is aware of the measurements and no remedial action is planned. No adverse patient effects were reported.

Event description:
Additional information was received that the shock impedances on the right ventricular lead for this device remained chronically high for the past year, and at a recent follow up was noted to be greater than 125 ohms in all 3 vectors along with high pacing thresholds. The physician is aware of the issue and has not yet taken any remedial action as the device was reprogrammed to tachy therapy off due to the patient being admitted into hospice per physician order. A decision was later made to turn tachy therapy back on, however the patient will remain in hospice care and no remedial action will be taken on the lead or device at this time. No adverse patient effects were reported.

Event description:
Recently, this device was returned after the patient's death for analysis. The patient death was not related to this event or any product issue.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. In conclusion, the field observations could not be confirmed and the device operated normally during testing.

Event description:
Additional information was received that tachycardia therapy was once again electively turned off for this patient, as they were entering hospice care. No additional allegations were made regarding the shock impedance levels. No adverse patient effects were reported.